Manufacturer narrative:
The device was manufactured between january 22, 2016 and january 26, 2016. The device was received for evaluation. During visual inspection, the ruptured bladder was observed. The ruptured bladder was microscopically examined and no evidence of markings, abrasions, gouges, holes, or embedded particulate matter, or any surface defects were noted on the stress-member. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This occurred during filling with 12g piperacillin / tazobactam in normal saline solution to a total fill volume of 100ml. The event occurred before use; therefore, there was no patient involvement. No additional information is available.